Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jhm241 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was obtained: since (B)(6) 2020, the issue occurred at least during 5 surgeries but the distributor didn't know exactly the number of surgeries note: events reported via mw # 2210968-2020-01702, 2210968-2020-01703, 2210968-2020-01705, 2210968-2020-01706.

Event description:
It was reported that an animal underwent corneal surgery on an unknown date and suture was used. The suture pulled off during the procedure, without excessive tension on the suture. The procedure was successfully completed with a new device.